Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the up and down buttons of the infusion device were damaged. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Infusion device requested for eval. Additional details were not provided.